Event description:
Per the phsician's report, this patient reported a decrease in performance. Integrity testing was not performed. The surgeon explanted the device in 2006 and reimplanted the patient with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.